Event description:
Reportable based on new information received on (b)(4 2013. It was reported that crossing difficulty occurred. Vascular access was obtained via right radial artery. The 95% stenosed, eccentric, de novo, 20mm in length target lesion was located in the mildly calcified and mildly tortuous 3.50mm in diameter obtuse marginal artery. After a 3.5mm non bsc guide catheter was placed, a 2mm x 12mm semi- compliant, unspecified balloon catheter was used for predilation. Then a 3.50mm x 24mm promus element plus stent was advanced however resistance was encountered. As a result, the device was not able to cross the target lesion. The procedure was completed with a different device. No patient complications were reported and the patient status was stable. However, additional information revealed that the device was returned without the stent.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: a visual examination of the returned device identified a hypotube kink approximately 22cm from the catheter strain relief. Hypotube kinks are consistent with excessive force being applied to the device during handling/use. The stent was not returned on the balloon. The balloon showed evidence of stent crimping and also evidence of inflation as the balloon was not tightly folded. No further damage was noted to the catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).